Event description:
The event involved a plum 360 infusion pump where the reporter stated , "a patient was setup for an IV zometa infusion. This consists of a bag of fluid on a line and a syringe on b line. The pump alarmed to say the infusion was finished but the syringe on b line was still full. Confirmed with another nurse that the rate and volume to be infused was set up correctly and it pointed to a problem with the pump. Tried to restart the infusion but still none of the drug on the b line was being infused. Additionally it was stated that the volume to be infused on the a line was 100ml at a rate of 400 ml/hr to run over 15 minutes and the vtbi on the b line was 10 mls at a rate of 40ml/hr to also run over 15 minutes. There was 250mls in the bag upon the start of the infusion. There was 10 mls left in the syringe on the b line and 150mls left in the bag on the a line. The pump alarmed to inform that the vtbi on both lines was complete which was correct for the a line (expected amount of 100 mls infused) but the b line syringe still had 10 mls left (should be empty). No difficulty was noted in starting the infusion or programming. There was patient involvement and no patient harm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Full number for reporter: (B)(6).

Manufacturer narrative:
The logs found the incident occurred last (B)(6) 2023 at 14:00 to 14:59. Stating that the vtbi on the a line was 100ml at a rate of 400 ml/hr to run over 15 minutes and the vtbi on the b line was 10 mls at a rate of 40ml/hr to also run over 15 minutes. There was 250mls in the bag upon the start of the infusion. There was 10 mls left in the syringe on the b line and 150mls left in the bag on the a line. The pump alarmed to inform that the vtbi on both lines was complete which was correct for the a line (expected amount of 100 mls infused) but the b line syringe still had 10 mls left (should be empty). No difficulty was noted in starting the infusion or programming. The device was in good general condition, but a crack was noted on the rear case. The alarm logs were downloaded and analyzed. The conclusion from logs is that the customers complaint could not be confirmed. There is no evidence that there were unsuccessful attempts to restart the stopped infusions. The pump appears to have performed as designed. The device completed a performance verification testing without issue. The complaint was not confirmed, and no probable cause could be determined .the probable cause for cracked rear case was deemed to be general wear of case.